Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump doesn't infused. Drug: 5fu.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages or other deviations were not detected at the sample. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was blocked with a white stopper. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). In addition, we detected crystallized drug residues at the patient connector. Moreover, the sample was taken to a functional test respectively a leak test was carried out (without adding solution). After starting the pump (opening the white clamp) and waiting for 60 minutes the pump did not work (solution was not running). Leakages were not detected at the sample during the period of 60 minutes. The inspected sample is blocked, therefore the sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Received one used and filled with cytotoxic contaminated solution (as labeled 5fu-"fluorouracil") easypump ii lt 100-50-s (batch no. Labeled 15c06ge26r/material no.4540016 on the big bottom cap of the sample) without original packaging. Examined the returned sample visually, damages and cracks was not detected. Clamp clip was unclamped. Patient connector was closed with white stopcock (not the original closing cone (wing cap)). Fill port cap (discofix) was in position. Drug residue was found slightly at filter side, filling port and patient connector. As the complaint sample was contaminated with cytotoxic drug and has crystallized, further investigation is not possible. Therefore, the complaint is considered as not "judgable". However, blockage due to crystallization issue is addressed in CAPA 001475. The batch record could not be reviewed since the lot number is not known.